Event description:
Device malfunction: balloon rupture/partial stent deployment; time of malfunction: during procedure; symptoms: none reported. During a proximal renal artery procedure, the herculink elite demonstrated holes in the balloon. The artery was 60-70% stenosed and non-tortuous. The lesion had no calcification. The prep procedure went well and the vessel was not pre-dilatated. When the stent delivery system (sds) was at the target lesion, the physician attempted to inflate the balloon and immediately detected contrast material leaking through holes in the balloon, without pressure. As a result, the balloon had some partial inflation and the stent partially deployed. The sds was removed, and the partially deployed stent, on guidewire, was left at the target lesion. Another balloon was inserted into the stent and the stent was fully deployed at the target site. The first balloon was not inspected after removal. There was no reported injury and no additional information available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the device was returned with blood and contrast in the shaft and in the balloon. The balloon was loosely folded. The guidewire exit notch was torn 1.5 cm distal to the notch which had punctured into the inflation lumen. The tear appeared to be from a guidewire. There was no other damage to the catheter observed. Using a new indeflator, an attempt was made to inflate the ballon and fluid leaked from the ruptured inflation lumen. Fluid also leaked from the tip of the catheter due to te ruptured inflation lumen. There were no leaks detected on the balloon. The device was not returned in the new bio-hazard return box, and was not in the coil. Upon further investigation at the request of quality engineering, and indeflator was attached to the balloon and inflated to 4 atm and initially no leak at the balloon was observed; the balloon was full of blood. As the pressure was increased passed 4 atm, a pin hole and leaking was observed on the balloon at the proximal taper distal to the proximal seal. Fluid was also observed leaking from the tear at the inflation lumen and guide wire exit notch distal to the guide wire exit notch. The catheter was sent to scanning electron microscopy (sem) for further investigation. Quality engineering reviewed the incident information and the analysis of the returned balloon catheter. The stent was not returned, but was deployed at the lesion site by another balloon catheter. The initial lab analysis for this balloon rupture incident revealed a rip/tear at the rx exit notch through to the inflation lumen. This appeared to be caused by the guide wire or the stylet. The determination regarding whether it was caused by manipulating the guide wire during the procedure or whether it was caused during the removal of the stylet during preparation cannot be made. If the preparation was performed correctly, a leak in the inflation lumen should have been noted during preparation. The rip may have been cause during the removal of the catheter or after the procedure was completed. Upon re-examination of the balloon catheter (prompted by clinical's viewing of the print x-ray images and seeing contrast distally to the balloon), a pin hole leak distal to the proximal seal on the balloon's taper was noted. Sem analysis does show the two leaks noted to this catheter, rx exit notch through to the inflation lumen and the pin hole on the proximal taper of the balloon. The sem analysis indicated that there was no evidence of wall thinning at the inflation lumen leak nor was mechanical damage observed. Also, no mechanical damage was observed at the proximal taper of the balloon. When viewing the sem images at 47x magnification, scratches can be seen in the area of the pin hole. It does show some external mechanical damage in the area around the pin hole. Quality engineering was unable to determine the specific root cause for the pin hole or scratches on the balloon. Information regarding inflation pressures and times were not reported in this incident. The review of the finished goods lot history record did not reveal any non-conforming material reports for this lot. All catheters are visually inspected and tested on line for balloon ruptures. They are also sampled tested for correct inflation and stent deployment by the quality department. There were no balloon rupture failures noted during final inspection testing for this lot. Overall, quality engineering was unable to determine a specific root cause. There is no specific evidence of a device malfunction or specifiic evidence of mal-operational context in this incident. Quality engineering will monitor this complaint trend and failure mode for possible future action. This MDR is considered closed by the quality assurance department.